Event description:
It was reported that a nurse accidentally injected 80cc of sterile water into foley during a bladder examination in the urology department. The user noticed that they were injecting sterile water into foley only after the burst. The balloon was immediately retrieved and disposed of, but there were missing pieces. It was stated that cystoscopy would be carried out from now on.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be mishandling of device leading to the failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: method for use: do not inflate the balloon in the urethra. The urethra may be injured. Do not pull the catheter hard. The bladder/urethra may be injured. Applicable patients: patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Applicable patients: patients who are or have been allergic to natural rubber latex. Patients with known allergy to silver coated catheter". The device was not returned.